Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced endometriosis ("endometriosis") and was found to have uterine leiomyoma ("full of fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered endometriosis, medical device removal and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, uterine leiomyoma, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced endometriosis ("endometriosis") and was found to have uterine leiomyoma ("full of fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered endometriosis, medical device removal and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, uterine leiomyoma, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salplngitis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, adenomyosis and hypothyroidism. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("full of fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered endometriosis, salpingitis and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, uterine leiomyoma, endometriosis,salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salplngitis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, adenomyosis and hypothyroidism. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("full of fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered endometriosis, salpingitis and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, uterine leiomyoma, endometriosis,salpingitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : previously reported event "medical device removal" updated to "chronic salplngitis", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.